Event description:
The report is from the study. The patient was a male, with a history of hyperlipidemia, smoking, and hypertension. The target lesion was the bifurcation of the right common carotid. Lesion length was 30mm and diameter was 6mm. Pre-procedure stenosis was 95%. The lesion was mildly calcified and tortuous. The lesion was predilated. A precise pro rx 10 x 40 was deployed at the target lesion. Post-stent deployment, the patient had a sudden onset tia with left side hemiparesis. The patient fully recovered in less than 24 hours. An angioguard rx, size 7 basket, was successfully deployed and retrieved during the procedure. The patient was discharged the following day.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2009-00129. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.